Event description:
The hosp biomedical engineer reported that the users reported a device failure with no description of what happened or what was being done with the device. No patient involvement was reported.

Manufacturer narrative:
(B)(4).